Event description:
It was reported that the remote monitor did not have power. The green light was not lit. Troubleshooting steps were given to the clinician and if they do not work a call will be placed to request a new power cord. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.